Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed the reported "door problem" as a door not fully latched alarm. The alarm was caused by the door hooks being out of adjustment. The door hooks were replaced to correct this condition.

Event description:
It was reported that a wireless module for a spectrum pump had a "door problem". It was also reported that there was no patient involvement.